Event description:
This ra lead was implanted on (B)(6) 2000. A call to technical services on 04/29/2011 states that there is an atrial lead issue. Impedance > 2000 ohms, threshold is high, not sensing. Seeing patient at dr. Gador's office in maumee, oh. Rep wanted to discuss programming when there is no atrial lead infomation. Rep has done all necessary programming. No adverse effects to patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).